Manufacturer narrative:
(B)(6). (B)(6). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that a patient underwent spinal surgery at th5-iliac levels. Post-op, revision surgery was operated to remove the implants on (B)(6) 2015 due to infection. The product came in contact with the patient. When the surgeon tried to remove an iliac fas set screw and a connector set screw near the rod with a retaining set screw driver, the screw thread stripped and thus could not be removed. The surgeon used a hospital-owned cutter to remove the implants. The removed implants were disposed at the hospital. Whether the patient obtained bone union or not is unknown. All implants were success to be removed. The surgical time was extended 16-30 min.